Event description:
It was reported that the device was not able to calibrate over temperature. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in excellent condition. Functional testing found device was out of calibration. The root cause of the issue could not be determined as unit was able to be re-calibrated and passed all functional tests. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).